Event description:
Pt arrived for the first treatment session tense, 20 seconds into the first 60 minute eecp session, the pt experienced panic, complained of difficulty breathing, and jumped off the table before being disconnected. After all cables and cuffs were removed, the pt was seated in a chair. Over the ensuing few minutes pt became more short of breath and began to evidence frothy sputum; the pt's skin color was gray. At that point, the pt vomitted and sebsequently pt's skin color improved and blood pressure was measured as 110/70. Shortly thereafter, "seizure" activity started progressing to a cardiopulmonary emergency. CPR was administered, but the pt did not regain consciousness. Later, the pt was declared dead at the hosp emergency room.